Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2022 due to their femoral head dislocating. During the revision surgery, the surgeon revised the femoral head. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
An MDR was submitted for this event on 30 november 2022. Additional information was received on 27 january 2023 which confirmed that the device that was reported to have dislocated was not an onkos surgical device. Therefore, there were no alleged malfunctions of onkos surgical devices and this report is being cancelled.

Manufacturer narrative:
An MDR was submitted for this event on 30 november 2022. Additional information was received on 27 january 2023 which confirmed that the device that was reported to have dislocated was not an onkos surgical device. Therefore, there were no alleged malfunctions of onkos surgical devices and this report is being cancelled.